Event description:
The customer's family member reported that the customer received an alarm. Troubleshooting was performed. Later the family member reported that the customer was hospitalized for high bgs and was treated with IV drip.